Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2015 alleging a history settings (inaccurate delivery) issue. Customer support (cs) completed troubleshooting and the basal history did not match the active basal program. The reporter stated that the patient had a blood glucose ranging from 2.1 mmol/l to 27.7 mmol/l with symptoms of dehydration and unspecified amount of ketones. The patient self-treated with insulin via pump. This report is being made due to the bg excursion the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
Follow-up #1 date of submission 05/14/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) /2015 with the following findings: evaluation revealed that the total daily dose and basal history reviewed and data indicates the basal program was manually changed on 3/10/15. The basal and total daily dose history is consistent and adds up correctly. No eaw¿s in the bb and alarm history indicating an interruption in delivery. The pump delivery accuracy testing performed on the pump; passed all required tests no delivery defects found. Investigators were unable to confirm or duplicate the complaint during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The correct blood glucose (bg) values range from 21.0 mmol/l to 27.7 mmol/l.